Event description:
Customer reported the insulin pump alarms no delivery when the insulin gets to 200 units on the reservoir. Customer's blood glucose was 148 mg/dl. Troubleshooting for the insulin pump was performed and everything was functioning correctly on the device. Customer was advised it was possible the reservoir and the infusion set might have been occluded. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.